Manufacturer narrative:
A facility representative called the olympus technical assistance center (tac) to report an issue. The representative reported the backup lamp was coming on the clv-s190. The lamp life meter was at a max of 500 hours. Tac provided the end-user with the part number and instructions for the new lamp and installation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the backup lamp was coming on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the lamp reaching end-of-life. The event can be detected/prevented by following the instructions for use which state: check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. Olympus will continue to monitor field performance for this device.